Manufacturer narrative:
No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt was admitted on (B)(6) 2014 with hematuria x 1.5 day and ldh of 2457. The pt reported experiencing shortness of breath, weight gain, activity intolerance, and fluid overload. The pt was started on heparin gtt. The pt failed medical management. He was made dnr. Support was withdrawn and pt expired on (B)(6) 2014.